Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) study. On (B)(6) 2016, the patient was admitted to the hospital for the bt procedure as planned by the physician. On (B)(6) 2016, the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient developed an upper airway infection. The patient was treated with systemic steroids along with other treatment (treatment details not reported). On (B)(6) 2016, the patient recovered from the upper airway infection. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.